Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year-old-male patient, compressions acute thoracic compression type fracture was observed after CPR was performed. Complainant indicated that the patient subsequently sustained a serious injury.